Event description:
Caller alleging false negative hcg. (B)(6) 2015 patient received a urine hcg negative result at 3-4 minutes, same test had a line develop at 5 minutes. The same day, (B)(6) 2015, serum result was 77 miu/ml. Patient presented to physician complaining of abdominal pain, the diagnosis was ectopic pregnancy. Although additional information was requested numerous times, no additional information was available or provided. No adverse events reported.

Manufacturer narrative:
Investigation/conclusion update: customer's observation was not replicated with return urine sample test results. Return urine sample was tested with retain devices, the test results showed positive at read time. Return urine sample evaluated hcg level was 28.2 miu/ml from reference lab. Customer's observation was not replicated in-house with retention devices. Retention devices were tested with in-house hcg 25 miu/ml cutoff urine control; all results were positive at read time. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. No problem found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.